Manufacturer narrative:
The root cause of this event cannot be determined with the available information. Requests for additional information are currently in progress. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic valve implanted in the tricuspid position was explanted from a (B)(6)-y-o lady after an implant duration of two (2) years and 10 months for unknown reason. Another edwards bioprosthetic valve was implanted in replacement. No other information was provided.

Manufacturer narrative:
Reference CAPA-20-00141.